Manufacturer narrative:
Additional information was provided in h.2., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of a damaged lens by injector; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Two identical photos attached to the parent complaint were reviewed by the investigation site. The photo shows a damaged lens. The reported issue of a damaged lens was confirmed; however, how or when the damaged occurred cannot be determined from the photo review. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece¿particularly the plunger tip¿appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact company immediately. The IFU also provides a list of qualified cartridge combinations to use. The use of an unqualified combination may cause damage to the iol and potential complication during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the injection system broke the lens and the surgeon has removed and replaced the lens during the same procedure. Additional information has been requested but is not available at the time of this report.